Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp micro-volume extension set leaked. During a tpn (total parenteral nutrition) infusion, ¿a leak in the filter part of the tubing¿. The set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3 and h6. Corrected information: d9 d9: the date returned to MFR was initially reported as 04/19/2021; however, the correct date is 04/28/2021. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, including pressure and clear passage testing; and no blockage or leaks were observed. Furthermore, pull testing was completed with no separation detected. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.